Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing uncomfortable stimulation, specifically numbness in their leg and a zapping sensation down the leg when they lay down. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.